Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port of a safire blu duo ablation catheter broke and leaked. The irrigation tubing connection was checked and exchanged, but the problem remained. The catheter was replaced, which resolved the problem. The procedure was completed. There were no consequences to the pt.

Manufacturer narrative:
Method - the device has not been returned for analysis at this time. Upon receipt of the device and completion of a failure investigation, a supplemental medwatch report will be filed.